Event description:
The surgeon advised the company that a procedure was scheduled to explore the pt's patella and to perform a "re-bushing" (replacement of plastic or metal implant parts) of the pt's custom distal femur implant, originally implanted in (B)(6) 2007. The procedure successfully occurred on (B)(6) 2014 with no adverse pt consequences reported.

Manufacturer narrative:
The complaint refers to a rebushing procedure on a device implanted 7 years prior to the complaint. The surgeon needed to operate on the patient for an unrelated event and decided to rebush the distal femur. It was reported that this was not an implant related issue whatsoever. This rebushing event was due to surgeon preference. The rebushing procedure was successfully performed with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings and bushings, in addition to the axle and related retaining mechanisms. As the device remains in the patient and explanted components have not been returned it is not possible to assess the actual implant. The device history review confirmed that the product was shipped according to specification. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: custom distal femur implant corrected to limb salvage system. Implant date corrected from (B)(6) 2007.

Event description:
The surgeon advised the company that a procedure was scheduled to explore the patient's patella and to perform a "re-bushing" (replacement of plastic of metal implant parts) of the patient's custom distal femur implant, originally implanted in (B)(6) 2007. The procedure successfully occurred on (B)(6) 2014 with no adverse patient consequences reported. This is a supplemental report to 3004105610-2014-00032 ((B)(4)).

Manufacturer narrative:
A review of the device history records confirmed that no non-conformities were found. Seven years after the original implant, this follow up procedure occurred without incident. Please note that the custom distal femur device is similar to the mets modular distal femur k121029.